Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the 7 mm extended length endoscope, the image on the screen appeared shadowed. There was minimal light visible with the light source on a setting of 100%. The light cord was swapped out, but there was not any change in the picture. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital reported that the event took place on (B)(6) 2013.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).